Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed an error upon boot up. The programmer was power cycled and the error cleared. Technical support (ts) explained that if the error becomes reoccurring, the programmer will be to be returned for repair. Otherwise, it can remain in use. There was no patient involvement.